Event description:
On (B)(6) 2012, at (B)(6), the service technician was installing a replacement rpc 20-121 2-pumps console, hl-20 (article number: 70102.8583, serial number: (B)(4)). The technician left the unit running on a test circuit. Within 3 hours the technician received a call that the unit was alarming and had shut down. The technician verified that the unit had given a er20 error code and shut down. After attempting to set up, the unit on a different rotaflow, and ordering a new rotaflow, the technician received another notification that the hl20/rotaflow had stopped running due to a problem with the bubble detection. The new rotaflow was then installed and after troubleshooting the defective unit found that the air emboli module had stopped working. The technician replaced the defective air emboli module, which corrected the problem. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician identified the cause of the problem and replaced the defective air emboli module. The defective module was not returned to maquet cardiopulmonary (B)(4). (B)(4).